Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one clearvue isp port and polyurethane catheter were returned. A visual and tactile evaluation was performed. The sample was retuend in two segments. The catheter was noted to be broken just distal to the port stem. A small segment of catheter remained assembled under the cath-lock on the port stem. The depth markers were observed worn above depth marker 38. The break surface was observed to be a combination of smooth and rough textures, with some visible striations. Nothing remarkable was observed during tactile evaluation. Therefore, the investigation is confirmed for a broken catheter, specifically for a break at the stem. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that upon removal of a port device, the port catheter was found allegedly broken with a segment of the port catheter remaining in cuff of the port body. It was further reported that the broken catheter segment migrated to the right ventricle. Reportedly, both segments were removed. There was no report of patient status post removal.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical device: expiration date: 12/2018.

Event description:
It was reported that upon removal of a port device, the port catheter was found allegedly broken with a segment of the port catheter remaining in cuff of the port body. It was further reported that the broken catheter segment migrated to the right ventricle. Reportedly, both segments were removed. There was no report of patient status post removal.